Event description:
Cardinal health reported to us that one of their customers complained that the gray twist top that you have to pull off isn't coming off easily as it should, and the needle doesn't retract at all after use; it is sticking out about 8th of an inch.